Event description:
It was reported that, during a debridement therapy, a versajet device exhibited excessive splash from the handpiece. The user attempted to resolve the issue but was unsuccessful. The user confirmed that there was no patient harm as a result of the issue.